Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - please provide the product code and lot number. - unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was admitted due to "g1p040 week intrauterine pregnancy single live birth". At 19:05 on the day of admission, a live female infant was delivered uneventfully without laceration of the cervix and vaginoperineum. After delivery of the fetus, the perineal wound should be routinely sutured with suture, with 3 stitches applied externally. The suture suddenly broke during the second stitch. Replaced immediately. Postpartum recovery is good, with no other discomfort. No adverse patient consequences were reported. Additional information was requested.